Manufacturer narrative:
H6: previously applied code of d16 is no longer applicable. Correction: previously applied additional code of f05 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: p2314164/226918891, ubd: UDI#: (B)(4). D2: brand name for product ID: nim4cpb1, serial/lot #: p2314164/226918891 and product ID: nim4cpb1, serial/lot #: unknown, is nim vital¿ patient interface 4 channel. H4: manufacturing date for product ID: nim4cpb1, serial/lot #: p2314164/226918891 is 6 july 2023 and for product ID: nim4cpb1, seria l/lot #: unknown. Additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: p2314164/226918891 and for product ID: nim4cpb1, serial/lot #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set up for a procedure, the nim would not connect to the pi box. Both pi boxes were tried and they would not connect via bluetooth or with the backup cord. Turned nim on and off approximately 10 times. After about the 10th try, the nim connected to the pi box via bluetooth, but would still not connect via cord. The procedure was completed with reported products. Procedure was delayed by 15 minutes. There was no patient injury.